Manufacturer narrative:
The reported event was infection. Longevity and telemetry analysis found no anomaly.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the emergency room with a system infection identified by septic shock-like symptoms and fever. Echocardiogram imaging revealed that the right atrial and right ventricular leads had vegetation. The entire system was explanted. The patient was recovering. Related manufacturer reference number: 2017865-2022-05375 & 2017865-2022-05371.